Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue inside the air/water (a/w) channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: the user may not have properly handled/used the device in accordance with the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.